Event description:
It was reported that 5 days after a drug eluting stenting treatment procedure, a sub-acute thrombosis occurred. In 2004 the pt presented to the cath lab with accelerated angina. The lesion being treated was 85% stenosis with mild plaquing in its midsection in the ostial left anterior descending artery (lad). A taxus express2 8.8% 2.5 x 8-mm stent was successfully deployed with 1 inflation at 8 atms for 21 seconds. It is noted that the dfu recommends that the balloon reach at a minimum of 9 atms for nominal diameter. Plavix was initiated for 1 year. Five days later the pt returned to the cath lab and was determined to have a total occlusion of the taxus stent. The pt was transferred from one hospital to another hospital cath lab. The physician inserted a 2.0 x 10 mm crosssail balloon and was advanced to the proximal taxus stent where 4 inflations were performed reaching 16 atms for up to 10 seconds. In addition, a 2.75 x 15 mm ninja balloon was advanced to the stent where 2 inflations were performed reaching 12 atms for up to 18 seconds. At this point the physician felt the lad was still hazy and did not appear to be stable. The physician then decided to send the pt to surgery.